Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The cause for the failure was isolated to a defective q18 component on the computer/analog pca. The root cause for the shorted defective component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).